Event description:
It was reported that when patient presented in the hospital after receiving two inappropriate shocks. Upon device interrogation, noise was observed as well. Lead pacing impedance and high voltage lead impedance values were normal and in range. Upon isometric testing and pocket manipulation noise was unable to be reproduced. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field events of noise and inappropriate hv output were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.